Manufacturer narrative:
This report is filed october 30, 2014.

Event description:
Per the clinic, the patient experienced blisters at the implant site resulting in the extrusion of the receiver/stimulator unit. The device was explanted on (B)(6), 2014.

Manufacturer narrative:
(B)(4).